Manufacturer narrative:
H.6. Investigation summary: bd has been provided with a sample for catalog 300296 lot 1909285 to investigate for this record. Visual examination of the sample shows a leakage through the plunger rod was observed after being assessed through magnification. As a result, bd was able to verify the reported issue. Bd concludes that the cause of the problem was produced because of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. The device history review showed no indication of the alleged defect. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time.

Event description:
It was reported that leakage occurred past the plunger of the discardit¿ ii syringe w/o needle during use. The following information was provided by the initial reporter, translated from french to english: "plunger leakage on insulated syringe."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred past the plunger of the discardit¿ ii syringe w/o needle during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "plunger leakage on insulated syringe".